Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted induced damages to both the rv-ring and a-ring setscrews. A severed lead was returned connected to the device; however, was easily removed from the header. A wrench tip was returned stuck within the rv-ring setscrew: the a-ring setscrew hex slot was so misshapen, that the setscrew was unable to be turned, via standard wrench application. Both setscrews were received in the up position; damage to both setscrews was confirmed to have been induced during the procedure. All other setscrews moved freely and operated normally. The battery status at explant was in middle of life 2 and a longevity assessment confirmed the battery was depleting as expected. Automated tests were not performed due to the damaged rv-ring and a-ring setscrews; however, memory analysis did confirm therapy was available at the time of explant.

Event description:
Boston scientific received information that during an elective device explant, setscrews within the device header, were unable to be successfully retracted in order to release the associated lead terminal pins. As a result, the physician elected to cut the leads. No adverse patient effects were reported and the device was returned for analysis.